Event description:
Patient tested on the suspect device with an inr result of 7.3. Lab inr ws 4.4. Controls were in range. The reporter stated that other patient tests have been discrepant compared to the lab. The device was replaced and requested to be returned for evaluation.